Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 lead, implanted: (B)(6) 2005; 4194 x2 leads, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that during a routine device change out, it was noted that the atrial lead exhibited a loss of capture. The lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.